Event description:
It was reported that during a bariatric bypass, on the fifth fire the jaws would not fully open. The jaws partially opened allowing for the device to be removed without intervention. Case was completed with a new stapler. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 9/10/2024. D4: batch # 807c66. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the jaws partially open with the knife advanced and with no apparent damage and no reload present. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that the customer opened the device before the knife had fully retracted, leading to an erroneous complete transection after the next clamp. The device can recover from this by clamping and pressing the home button. It is possible that the knife was partially deployed, which may have been due to opening the jaws before the knife was fully returned home after firing. Device history review a manufacturing record evaluation was performed for the finished device batch number 807c66, and no non-conformances were identified.